Event description:
Customer reported the provue probe was dripping. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer the wash station and performed the necessary adjustments and returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.